Manufacturer narrative:
Date of procedure: 9/25/97. The hieshima taper select catheter was returned wrapped around itself in a plastic bag, during the investigation performed, with mfg engineering support it was confirmed that the dsb balloon had detached from its valve with an uneven radial fracture. It should be mentioned though that during the assembly of this lot, all balloons were tested to verify the sealing of the valves by inflating the balloons to their maximum recommended volume. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency and severity. This info is based on info supplied to co without co independent verification as to its accuracy, completeness, or casual relationship to the product.

Event description:
It was reported to co that during positioning of a dsb in the internal carotid artery it was inflated with .3ml contrast. When it was ready to detach the balloon appeared to detach prematurely. Upon removal of the system, the valve of the balloon was still mounted to the delivery catheter, but the silicone shell had come away from the valve and was lodged in the distal parental branch of the left middle cerebral artery. This product malfunction had no impact on the pt's health.